Event description:
The customer reported a tubing separation; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified volume of lactated ringer's solution. After an unspecified length of time in use, the nurse noted the gauze that covered the pt's IV site was wet, and an unspecified volume of blood and solution was noted on the bed linens. At this time, the nurse looked under the gauze and noted the tubing had separated from the female adapter. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact has identified eight possible lot numbers 47051ns, 48080ns, 50137ns, 54086ns, 56066ns, 58115ns, 60151ns, and 62068 ns. The device from an unk lot was received. Investigation is not complete.